Event description:
It was reported that the battery gauge was intermittently fluctuating which resulted in the pump shutting down. The customer's blood glucose was 230 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.